Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device quit clipping. A re-useable clip applier was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torque or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown. The analysis results found that the device was received with the shaft damaged and the jaw and cam ramps disengaged; the ramps were noted damaged. This condition would not allow the jaws to collapse in order to form the clips. Nine remaining clips were found. The damage at the ramp is most likely occurring when torque is applied to the end effector, which is preceded from a potential pre-surgery device cleaning. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.